Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had an issue with the pump giving too much insulin. Customer's blood glucose was 210 mg/dl last time. It dropped to 175 mg/dl and later 49 mg/dl. Customer stated that the issue happened 5 days ago. Customer was not sure why she was having a low blood glucose. Customer stated that the drive support cap appears normal. Customer stated that the pump was not exposed to a MRI. Customer had a low reservoir alert in the alarm history. Customer was advised that the pump seemed to be working fine. Customer was advised to monitor the pump and to speak with their health care professional to see if any changes need to be made with the pump settings.